Manufacturer narrative:
The investigation confirmed the breakage. The material and product was found to be in specification. The examination of the lower edge of the polyaxial head revealed an area of deformation, indicating that the screw shaft had been impinging on the head, and that cantilever loading was present. The cause of the fracture could not be identified.

Event description:
Complainant claims the screw broke.